Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The diabetes educator and trainer reported via phone call that the insulin pump alarmed no delivery and motor error alarms. The caller stated that the insulin pump alarmed no delivery first, followed by two motor error alarms. The customer did not recall the blood glucose reading. The caller stated that the insulin pump had not been exposed to a strong magnetic field. The customer was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. The diabetes educator stated that she would discuss the no delivery alarm troubleshoot procedure with the customer.